Event description:
A customer reported free thyroxine (ft4) is trending down for quality control (qc) and patient samples on the aia-2000 analyzer. The patient results were questioned by the patients physician. The customer was using test cup lot dz17540 and calibrator lot e234654. Technical support specialist (tss) sent a new test cup and new calibrator lot e734657 for further investigation. There was no indication of any patient intervention or adverse health consequences due to the reported event.

Manufacturer narrative:
A technical support specialist (tss) followed up with the customer and confirmed that the customer calibrated with the new calibrator and quality control (qc) results were as expected. The customer stated they ran the new calibration with the new and old test cup lots and results were as expected. The customer suspects the cause was due to a material issue with the old calibrator lot e234654. The customer reran the patient samples in question, and the results were as expected. The aia-2000 analyzer is operating as expected. No further action required by technical support. A 13 month complaint and service history review for similar complaints was performed for the serial number (B)(6) through aware date. There were no similar complaints identified during the search period. A 13-month lot history review through aware date of event for similar complaints was performed for lot number dz17540. There were no similar complaints identified during the search. A 13-month lot history review through aware date of event for similar complaints was performed for lot number e234654. There were three similar complaints identified during the search including this one. The ft4 analyte application manual states the following: limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack ft4, the highest concentration of free thyroxine measurable is approximately 8.0 ng/dl, and the lowest measurable concentration is 0.10 ng/dl (assay sensitivity). Although the approximate value of the highest calibrator is 9.0 ng/dl, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 8.0 ng/dl. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Circulating autoantibodies to t4 may interfere with the free thyroxine measurements. Hormone-binding inhibitors may interfere with the free t4 assay. Heparin may cause in vivo effects in free t4 assays. Blood collection for free t4 assays should not be performed concurrent with administration of heparin therapy. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. Drugs which affect the binding of t4 to the thyroid hormone carrier proteins or affect the metabolism of t4 to t3 may complicate the interpretation of free thyroxine results. In patients with severe non-thyroidal illness (nti) in whom the free t4 yields results indicating hypothyroidism, it is suggested that the aia-pack tsh 3rd-gen or st aia-pack tsh assay be run to confirm this diagnosis. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. The most probable cause of the reported issue was suspected to be the calibrator, however cause could not be established.

Manufacturer narrative:
Correction to section h summary serial number: previously stated: a 13 month complaint and service history review for similar complaints was performed for the serial number (B)(6) through aware date. There were no similar complaints identified during the search period. Corrected statement: a 13 month complaint and service history review for similar complaints was performed for the serial number (B)(6) through aware date. There were no similar complaints identified during the search period.